Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (crem) results generated by the unicel® dxc 800 pro synchron® chemistry analyzer. An example of the results was provided. The original result was 218umol/l and upon rerun it gave a result of 147umol/l. No specific patient information was provided. The erroneous results were reported outside of the laboratory. It is unknown if patient treatment was affected with regard to this event.

Manufacturer narrative:
Samples were collected in greiner vacuette 13x100 serum and lithium heparin tubes and centrifuged at 3000g for 10 minutes. System had been having crem imprecision issues for several months, qc had been affected but qc would return to the mean upon rerun. A field service engineer (fse) was on-site and determined that the crem module was leaking in the area of the heater block. Fse repaired the crem module by cleaning the heater assembly and replaced some hardware. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.